Event description:
It was reported that during a thyroidectomy/thyroid gland resection procedure with a use of the device with a generator connected, inadequate or partial sealing occurred with evidence of energy delivery and end tones heard, and the seal was reported to bleed after cutting. The sealing was poor and it was still bleeding. Another device was reported to have been used successfully with the same generator.

Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.